Event description:
It was reported that during pulse generator interrogation ventricular capture thresholds were 4.5 v at 1.5 ms in both unipolar and bipolar pacing configurations. Isometric testing was performed and no reproducible noise was seen. The patient was not pacemaker dependent. It was elected to program the outputs to 5.0 v at 1.5 ms. The patient would be monitored closely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.